Event description:
It was reported that the bd intima-ii y 24 ga x 0.75 in prn ec slm npvc had leakage at the septum. The following information was provided by the initial reporter translated from chinese to english: before ophthalmic surgery, patient's need to fast and receive intravenous nutrition. This indwelling needle is used for intravenous catheterization. After the indwelling needle is successfully punctured and the needle core is withdrawn, blood can be seen returning through the white barrier plug.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information is available.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo showed a small amount of blood at the end of the septum. 2. Production record check (lot#4109418): 1) this batch of products will be assembled in jingma automatic line 4 in jun 2024, and packaged in r240 packaging line in jun 2024, with a work order quantity of (B)(4) pieces. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications. 4) no unqualified, deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 3. Performed septum leakage test for the retained samples of this batch, and no complaint defects are found. 4. Possible causes: 1) after the needle is pierced into the vein, there is blood at the notch of the needle. In the process of needle removal, although the perforation of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. 2) if the patient's arm is tied tight during the puncture, it will cause great pressure in the vein, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.